Event description:
It was reported that the stiffener of an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter was difficult to remove after the catheter had been placed in the patient. At this time, no adverse effects or additional procedures for the patient were reported due to this occurrence. Additional information regarding the event and patient outcome has been requested but is currently unavailable.